Event description:
Received information regarding a cartridge alarm 25 during the load process. Customer's blood glucose level was not impacted. The customer was able to load a cartridge successfully.

Manufacturer narrative:
Contact is unsure which cartridge lot number was used when the alarm occurred. An additional lot number was reported (lot # m012676). No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.